Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11c16098, h11f20093, h11f22040, h11h02022, h11h09050, and h11i28041. No exceptions were observed that were related to the reported condition. The complaint was confirmed because the consumer reported that there was a break in aseptic technique. The label review found the labeling adequate for the use error in this complaint. The cause of the use error was undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer in (B)(6) of patient made mistake/touch contamination and peritonitis with culture positive for gram positive organism in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, patient made mistake/touch contamination, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis. The patient was recovering from the event of peritonitis. The outcome of the event patient made mistake/ touch contamination was not reported. Action taken with dianeal and extraneal therapies were not reported. Concomitant medications were not reported. An opinion of causality was not provided.